Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and unable to open. A field service engineer (fse) remotely accessed the system and identified a ghost failure related to the remote manager. The fse troubleshot the issue with the customer, and guidance was provided to recover the fault by opening the remote manager using the key. The customer successfully performed the recovery. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door failed to open, which located on 8wst1. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.